Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of "abnormal cable appearance." Upon inspection and testing of the returned device, it was found that the image was noisy (subject cannot be recognized). This report is submitted due to noisy image (subject cannot be recognized). As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a noisy image (subject cannot be recognized). The investigation is ongoing and the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cable unit failed. Olympus will continue to monitor field performance for this device.